Event description:
A hospital in (B)(6) reported that an mr290hfv high frequency vented humidification chambers "cracked while being used on the 3100b [ventilator]." No pt consequence was reported.

Manufacturer narrative:
(B)(4). The complaint chamber was not returned to fisher & paykel healthcare for eval. Without the return of the complaint devices, we are unable to determine the root cause of the reported chamber crack. The hospital advised that the chamber was being used in conjunction with a sensormedics 3100b high frequency oscillatory ventilator, however, the ventilator settings were not provided. Cracks in the plastic chamber dome can occur when high frequency oscillations are encountered with high pressure settings. Our instructions for use (IFU) indicate a maximum operating pressure for the chamber and advises the user to set appropriate ventilator alarms. Ventilator alarms alert the user to a cracked chamber and allow them to act by replacing the chamber according to their standard procedures. The maximum operating pressure of the mr290 chamber, as indicated on the IFU, is 8 kpa. Fisher & paykel healthcare representatives have visited this hospital and discussed this complaint with staff members. Fisher & paykel healthcare continues to work with this hospital.